Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was first manually powered up on the 17th february 2009, with the device successfully passing a self-test. Between the 18th september 2011 and the final log entry on the 25th november 2012, the device recorded weekly auto self-test fails, due to a low battery. Investigation was unable to replicate the reported fault. It is assumed the customer returned the device in response to the field safety corrective action, despite not observing the reported fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.